Event description:
It was reported that the customer had an emergency room visit from (B)(6) 2014 to (B)(6) 2015. Customer's blood glucose level was 570 mg/dl at the time of hospitalization. Customer's blood glucose level went from 200 mg/dl to 600 mg/dl in a span of over 2 hours. Customer treated with a manual injection and changed her site. Customer could not get their blood glucose levels to go down. Customer also had diabetic ketoacidosis. Customer went to the intensive care unit for 1.5 days and was in a regular room for another 1.5 days. Customer was treated and then released. Customer has not had any further issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.